Event description:
As reported, during a robotic wedge resection procedure the progel pleural air leak sealant glass vial cracked prior to application. The product was used within 20 minutes of mixing the product. The product was discardedthe surgeon and or staff are familiar with using the progel product and did not use excessive force when applying the product. There was no injury.

Manufacturer narrative:
As reported, progel pleural air leak sealant glass vial broke prior to application. The subject device has been discarded. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.